Event description:
Pt had an acl reconstruction performed in 1993 with a screw and washer tibial fixation. Pt was experiencing some irritation from the head of the screw and washer (could not find out the level of irritation). In 2004 the pt had surgery, meniscus repair, unrelated to the previous procedure. At this time the surgeon also decided to remove the screw & washer from the acl, performed previously. The removal of the hardware from the pt was based on their complaint of irritation when in the kneeling position, both screw and washer were removed and the case was concluded without further incident.